Event description:
It was reported that patient had an anterior capsular tear. An unplanned vitrectomy was performed. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Device evaluation: an evaluation was performed and observed that the system was very dusty resulting in low power. Cleaned the system and optics and calibrated the power. Performed full system checklist. System is performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.